Manufacturer narrative:
The microscopic examination of the lens indicated that the opacity was superficial, stained for calcium and did not extend through the matrix of the lens. According to neuhann et al, non-lens factors are the likely cause. Lenstec's medical monitor indicates 'a class effect when prolonged air/gas bubbles are present in the setting of breakdown of the blood-aqueous barrier'. Lenstec can confirm that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model. Furthermore, there have never been any confirmed lens-related cases of clouding, discoloration or opacification for our hema lenses. Lenstec also confirms that all procedures in the manufacturing and packaging of the lens were conducted correctly. (B)(4).

Event description:
Lenstec received an email stating "lens became opacified, it was implanted on the (B)(6) 2014."